Event description:
It was reported that the image disappears/reappears on the screen as if the hdmi cable (on the hdmi in port of the sdc4k) were being plugged in/unplugged very frequently.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.